Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that during implant procedure, the patient had poor anatomy and there was placement difficulty noted when this left ventricular (lv) lead was placed. Moreover, the lead caused the patient phrenic nerve stimulation a day after implant. The lead also exhibited high pacing threshold measurements and loss of capture (loc). The lead was explanted. No additional adverse patient effects were reported.